Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards spain affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, there was resistance during insertion of the commander delivery system and valve into the esheath. The valve would not exit the tip of the esheath. It was decided to withdrawal the delivery system and valve, however, the team could not retrieve the valve inside the esheath, so the devices were removed as a unit. A new valve, commander delivery system, and esheath were prepared and used without any incidence. Upon visual observation of the returned device during pre-decontamination, the distal tip was observed to be torn. There was no report of any patient injury.

Manufacturer narrative:
Correction to h6 based on additional information. The device was returned to edwards lifesciences for evaluation, and the returned device was visually inspected. During visual inspection, the following was observed: esheath liner is fully expanded, as designed. Distal tip torn radially along the distal edge of liner extending past axial score line; tip opened along axial score line. Damage observed at approximately 3cm from strain relief. Scratches noted along the shaft and tip. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath distal tip torn and inability to advance through sheath were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Per the complaint description, 'once the commander was introduced into the esheath and the patient, the physician felt a resistance and was not able to get the valve out from the tip of the e sheath. Team rotated the arm to see if there was something stucking the valve, but could not see anything in the image. Team could not either retrieve the valve inside the esheath, so it was decided to take everything out as a unit and go inside again with a new valve, a new commander and a new esheath.' A product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip, and a CAPA was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in the pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, evaluation shows scratches along the sheath shaft and distal tip. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification'. Calcification can reduce the vessel luminal diameter creating a constrained effect on the sheath, preventing the sheath distal tip from optimal opening, increasing resistance during advancement, and leading to the observed distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.